Event description:
When measuring the pressure with a pressurewire x, wireless, the results were wrong. The physician decided to replace the pressurewire. During replacement, the pressurewire broke in two pieces during withdrawal.

Manufacturer narrative:
The reported event of ¿wrong pressure measurement¿ could not be confirmed. Functional testing could not be performed because the transmitter was not returned. The reported event of guidewire fracture was confirmed. The received guidewire had been fractured in three sections. The microcables were subsequently fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the ¿wrong pressure measurement¿ remains unknown. The cause of the guidewire fracture is consistent with damage during use. The pressure wire instructions for use (IFU) states that excessive manipulation of the pressure wire when the sensor element or pressure wire tip is located in sharp bend may cause damage or tip fracture. The pressure wire instructions for use (IFU) states that torquing the pressure wire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressure wire separating from the tip.

Event description:
There were no consequences for the patient. The pressure wire did not break in the patient.